Manufacturer narrative:
The power management (pm) pcba was tested, and no failures were identified. Error code 1202 could not be duplicated.

Manufacturer narrative:
B4:27may2021. The authorized service personnel (asp) evaluated the unit and replaced the power management (pm) board. The issue was not corrected after replacing the pm board. The (asp) inspected the unit internally and discovered proximal line was disconnected internally. The (asp) reconnected the proximal line and the unit working properly with passing performance assurance.

Event description:
The customer reported that the unit failed with a proximal line disconnect. The customer reported that the unit was not in use on a patient.